Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of hole in reservoir was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to fluid loss through product investigation. A leak was identified at the reservoir shell adapter junction attributed to fatigue. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that due to a pump tube having a kink the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. It was further reported that this patient had a hole in his reservoir, not a kink in the tubing. The patent's reservoir was replaced during this surgery. Additional information was received that the patient first displayed fluid loss with his device and that was the original reason for this surgery. There were no patient complications related this complaint.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a pump tube having a kink the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. It was further reported that this patient had a hole in his reservoir, not a kink in the tubing. The patent's reservoir was replaced during this surgery. Additional information was received that the patient first displayed fluid loss with his device and that was the original reason for this surgery. There were no patient complications related this complaint.